Event description:
It was reported that the patient received inappropriate therapy. Non-sustained tachycardia episodes and short interval counts were noted which triggered an alert. The lead remains in use. It was also noted that the device was explanted and replaced as there was "false sensing" and the atrial lead was removed due to fluid in the header. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Performance data was collected from the device and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The ventricular sic was 90 counts in 73.4 days between 17may2013 and 29jul2013. Analysis of the device memory indicated oversensing associated with the right ventricular lead. A total of 48 ventricular non-sustained tachycardia episodes <(><<)>=200 ms occurred between 18oct2010 and 27apr2013. One ventricular fibrillation episode at 160 ms occurred on 04jun2012.